Event description:
It was reported that the pump usb port was loose, and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.